Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with radiesse, into the jawline (off label use of device). During the radiesse injection, the patient experienced a vascular occlusion. The outcome of the event was unknown.

Manufacturer narrative:
The device history record for radiesse injectable implant, lot number a00057880, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were reported related to this lot.

Event description:
Follow-up information was received on 17-jan-2023: the patients gender (female), age, date of birth and weight (approximately 63.5 kg) were provided. She was 50 years old at the time of the event. She was injected with one syringe of radiesse, on (B)(6) 2022. Batch number was reported as a00057880 (expiry date: 05/2025). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00057880 (expiry date: 05/2025). The patient had no prior fillers, no relevant medical history and no relevant concomitant medications. On (B)(6) 2022, 1 day after the treatment with radiesse, the patient experienced occlusion of the left jawline. Corrective treatment included 6.5 ml of hylenex, nitro paste to the area for 9 days, 3 ml of sodium thiosulfate, allegra tablets daily, baby aspirin daily, tylenol daily and 6 treatments with hyperbaric oxygen. By (B)(6) 2022, the issues were resolved (faint discoloration of the bruised area and the area was not tender to the touch, as reported). No laboratory tests were performed. The outcome of the event was reported as resolved (changed from unknown), in (B)(6) 2022. In the opinion of the reporter, the event was strictly caused by radiesse (considered as highly probable, changed from reasonable possibility).